Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fibre bonding in the outer tube area (distal end) damage. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the green and purple image was due to a broken video cable and the fibre bonding in the outer tube area (distal end) damage was due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a green and purple image. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a green and purple image.. The issue occurred during an unspecified procedure that was completed using a similar device. There were no reports of patient harm.